Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarms. The blood glucose reading was 381 mg/dl. The customer's wife stated that the customer was administering a bolus when the motor error alarmed, and after the motor error alarm, he received the no delivery alarm. No significant events leading to the alarms were observed. The customer was unable to troubleshoot for the no delivery alarm, as he was advised to disconnect from the insulin pump. He declined to return the infusion set and reservoir for analysis. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.